Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted after an interventional tibial angiogram procedure using a 6f sheath. Reportedly, there was no backflow from the marker lumen. After multiple attempts with the proglide device, manual compression was used to achieve hemostasis. On removal of the device, there was a bump (visual and palpable) where backflow is supposed to come from. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed emdr, additional information was receivedit was reported that there was difficulty flushing the marker lumen prior to use. Despite the difficulty with flushing and only being able to flush the marker lumen slightly, the device was used in the patient.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported bump (visual and palpable) where backflow is supposed to come from was not confirmed. The reported difficult to flush and marker lumen obstruction of flow was not confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, despite the difficulty with flushing and only being able to flush the marker lumen slightly, the device was used in the patient. It should be noted that the electronic proglide instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. The reported difficult to flush appear to be related to user technique and the reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.